Event description:
Facility?s account manager reported to baxter united kingdom of an administration set in which the nurse observed a hole in the tubing of the reported set. Propofol was being infused using the reported set. Approximately 20ml of propofol was leaked from the set due of reported condition. The reported condition occurred during patient use. The patient became tachypnoeic (rate 50/min) and distressed until new infusion commenced. Although, patient was distressed, there is no report of the patient suffering any consequences due to the reported condition. There is no report of staff/operator injury due to medication leakage. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an administration set in which the nurse observed a hole in the tubing of the reported set. The reported set was confirmed during sample evaluation. The visual inspection revealed that the slide clamp was approximately at the middle of the tubing in a close position. Approximately 1 cm beyond the slide clamp, part of the tubing was found chewed with a hole in it. The assignable cause for the reported condition couldn't be determined. A batch review could not be performed as the lot number is unknown. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.